Manufacturer narrative:
Block b3: exact date unknown, event date used was the explant date. Additional suspect medical device component involved in the event: product family: scs-paddle leads, model: sc-8336-70, serial: (B)(6), batch: 17919971.

Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned.